Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 had failed. A field service engineer attempted multiple troubleshooting steps but could not resolve the issue. After powering down the station, the fse successfully reset all the connections, tested all pockets, and released them. However, pocket a1 caused issues multiple times and needed to be removed and replaced with a new one. Afterwards, the customer tested the drawer and user application and recovered successfully without any malfunctions occurring. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.1 had failed. The customer stated that malfunction caused delay when user was trying to issue medication to patient and user managed to get medications from pharmacy. However, there were no adverse events or injuries reported based on this event